Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced in describe event or problem are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, a cuff miss occurred with all three proglide devices. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.